Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone16.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia in (B)(6)2026. The patient's blood glucose levels reached 483 mg/dl while wearing the pod between 24 and 36 hours. The patient stated that the pod wasn't giving her insulin even though she had bolused many times, so her blood glucose levels reached 483mg/dl. The patient decided to call an ambulance, because she didn't know what to do when a pod didn't lower her glucose levels. Symptoms reported only high blood glucose. The patient was diagnosed with high blood glucose. The patient was treated with 2 intravenous (IV) fluids, that she is not sure what they had, but she came down to 383mg/dl with them and was then discharged. The patient was released on the same day. The patient checked her pod because she believed it could still be working, and she noticed that the cannula was under the adhesive instead of being inserted in her skin. The patient added that she didn't have any adhesive issues with her pod, and that it was completely stuck to her skin, so she doesn't know how her cannula ended up there. The pod was discarded by the patient.